Event description:
User alleges that the y-inj came apart during a procedure. This situation happened twice.

Manufacturer narrative:
Waiting return of sample for evaluation. Upon completion of our investigation a follow up report will be filed.